Manufacturer narrative:
Device not returned. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 4 months. Through follow-up with the health-care provider. It was learned that the device was explanted due to calcification. According to the operative report: "the patient is a (B)(6) female patient with a history of diabetes mellitus, hyperlipidemia, and obesity. She had undergone an aortic valve replacement in 2006, with a 19 mm magna valve from (B)(6) hospital by dr (B)(6). She had worsening shortness of breath with a significant gradient across the aortic valve. From echocardiogram, the mean gradient was 62 mm hg, and the peak gradient was 109 mm hg, with a calculated valve area of 0.6 cm. Her coronary angiogram was performed on (B)(6) 2010 and showed normal coronary arteries. The pullback gradient across the aortic valve was 80 mm hg." Postoperative diagnosis reads: status post aortic valve replacement with progressive aortic stenosis.